Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that every time she uses her stimulator she has pain for several days. Caller stated she used it the other day and stated the pain has still not gone away. Caller stated it was not a constant pain but occurs when she moves around or walk. Caller stated patient was having to adjust the stimulator because she was getting up so much at night and still has issues. Caller further stated when they turn stim up, she starts having pain. Caller stated healthcare provider (hcp) changed the program to a different program the last time they had an appointment probably a month ago. Caller stated they have not tried turning device off or down to see if it gets rid of the pain. Caller stated that leaking and getting up so much at night never really went all the way and had to get up at night; confirmed since implant. There was no fall or trauma reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient started experiencing a return of bladder symptoms so they tried increasing 0.1v and the patient as still having symptoms. The caller wanted to make sure they were doing everything correctly using the programmer. Patient services walked the caller through the instructions to sync with the implant and the caller reported the patient was on program 1 at 0.8v with stimulation turned on. The patient was redirected to follow up with their healthcare provider to discuss symptoms and program recommendations. Additional information was received from the friend/family member. Consumer reported the patient began to have problems, like before implant, like urgency and "not emptying the bladder well." They patient said it was tender on their left side and they have a "touchy thing" there; the patient's ins is in their buttock. The patient is better now, but they have a trip planned for next month and inquired about their concerns. As a result of the call, the consumer was redirected to the patient's healthcare provider (hcp) to address symptoms and provide direction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that urinary retention was a pre-existing condition, but had gotten better. A month prior, the patient's device hadn't been working as well as it had been. Since their surgery, their upper left thigh and hip had been sensitive and became painful, noting they could hardly walk.